Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was not known. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the decreased bg; however, no response was received.